Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision 1321 cart washer. The technician ran several test cycles and found the unit to be operating according to specifications. The technician could not determine the source of the water on the floor. No repairs were required, and the cart washer was returned to service. While onsite the technician spoke with the employee subject of the reported event and learned that the employee was not injured and did not seek medical treatment. The employee returned back to work. The reliance vision 1321 cart washer is located in a room with other pieces of non-steris capital equipment that could have been related to the reported water on the floor. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell from water on the floor following a completed cycle with a reliance vision 1321 cart washer.